Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. No unexpected numbers ramping or scrolling were noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer called to report that the insulin pump has unresponsive buttons. The blood glucose reading at the time was 250 mg/dl. Customer has treated with manual injection. The customer mentioned that he sweats heavily while working. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.